Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. It was recommended changing infusion set and rotating the insertion site.